Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported the patient is deceased. The patient is reported to have been in the hospital after receiving therapy for an episode of ventricular fibrillation (vf). A device interrogation was completed and noted the rhythm was appropriately detected and treated and the patient had converted into a normal sinus rhythm. The patient was discharged to home and died that evening. The patient is reported to have become unresponsive en route to home and the family reported the device ¿did not fire then.¿ the patient was pronounced dead in the emergency room. The cause of death is pending.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.